Manufacturer narrative:
The reported complaint of "the autopulse platform displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message upon powering on" was confirmed during the functional testing and the archive data review. The root cause for the reported complaint was due to the damaged load cell 1 and 2. Upon visual inspection, no physical damage was observed. Unrelated to the reported complaint, observed sticky clutch. Performed clutch plate deburring procedure to remedy the problem. The autopulse platform failed initial functional testing due to ua41 (patient temperature sensor failure) error message, unrelated to the reported complaint and followed by ua07 (discrepancy between load 1 and load 2 too large) error message displayed upon powering up. The archive data review showed occurrence of ua07 error message on the customer reported complaint date. The load cell 1 and load cell 2 were replaced to remedy the occurrence of ua07 error message. The temperature sensor was replaced to remedy the occurrence of ua41 error message. Following service, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with sn (B)(4).

Event description:
During shift check, the autopulse platform displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message upon powering on. No patient involvement.